Manufacturer narrative:
This is an initial report. The product has been requested for investigation and a final report will be submitted when the investigation is complete.

Event description:
Customer's mother reported that daughter had received a meter reading of 99mg/dl, and was experiencing symptoms of blurry vision, stumbling and walking "as if she were drunk". Paramedics were called and tested her with an hcp meter, and received a meter reading of 39mg/dl. Her mother stated these readings were obtained 5 minutes apart. She was treated on scene with "sugar water" and glucose gel and transported to a local hospital. She was diagnosed with hypoglycemia and given food as treatment. The readings reported are not valid comparisons. There was no report of death or permanent impairment associated with this event.